Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator went inoperative and logged a background fault error code. The patient was removed from the ventilator and placed on an alternate ventilator without harm.